Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right posterior lateral artery. A 2.8x16mm rx graftmaster covered stent system failed to cross due to the anatomy. A non-abbott balloon catheter was used to successfully seal the perforation. The use of the graftmaster covered stent did not cause or contribute to any complications or adverse events. No additional information was provided.